Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
Patient underwent a laparoscopic hand assisted right colectomy to remove a ¿large ascending colon polyp¿. 5 days later CT scan showed an anastomotic leak ¿on the eea stapler line.¿ patient was taken into surgery and diagnosed with an anastomotic leak with peritonitis. The surgeon noted "an approximately 5mm diameter or less defect in the eea staple line where the ileum met the colon" and "I suspect a mechanical disruption at the staple line". The surgeon reinforced ¿the staple line across the transverse colon¿ and created an ileostomy."